Manufacturer narrative:
UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pinnacle curved impactor handle seperated from the instrument body when hit with mallet to dislodge it from cup trial. The instrument broke into two pieces.